Event description:
The lead was implanted on (B)(6) 2006. It was reported that the lead malfunctioned. The lead had a frank inner and outer conductor fracture about one inch away from the entry site into the pectoralis muscle in the location of suture tiedown sleeve. The procedure took place at (B)(6) clinic foundation. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).